Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging a onetouch ultramini meter was displaying inaccurately high results compared to a lab reading. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred 2 days prior to contacting lfs in the morning. The patient reported obtaining a reading of ¿204mg/dl¿ on the lfs meter and a reading of ¿164mg/dl¿ on another meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using self adjusting insulin to manage his diabetes. The patient reported making no changes to his usual diabetes management routine on the day of the alleged issue. It is unclear if the patient developed any symptoms on the day of the alleged issue. The patient reported on the day of the alleged issue the patient went to the emergency room (ER) and a reading of ¿50mg/dl¿ was obtained on a lab reading and he was given IV glucose at 6pm on the day of the alleged issue. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing and the patient was using an approved sample site. Replacement products were sent to the patient. This complaint is being reported as an adverse event since the patient claims due to the alleged inaccurate reading, the patient made no changes to his usual diabetes management routine and required treatment from a healthcare professional in the ER for an acute complication of diabetes.

Manufacturer narrative:
Follow-up # 1 ¿ (07/09/2013). The lay user/patient¿s products have been returned on 6/26/2013 and evaluated by lifescan product analysis on 7/1/2013 and 7/4/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.